Event description:
It was reported that the water leaked inside the tube of the catheter. Per additional information via mail from ibc on 17aug2020, damage was unknown. Per sample evaluation, it was found that the catheter had a hole over the drainage lumen and not the inflation lumen.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one two-way silicone foley catheter was received. Visual evaluation noted a hole measuring 0.0500" was found over the drainage lumen located 0.4820" from the bifurcation. This is considered a failure stating that shaft shall be free of kinks, cuts, tears and irregular surfaces. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this could be inserts with edges (the operator hits the tube against the bottom insert when removing the piece from mold). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the water leaked inside the tube of the catheter. Per additional information via mail from ibc on 17 aug 2020, damage was unknown.